Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the last baxter bag after ending their pd treatment. The patient reported receiving a supply bag lines are blocked alarm during dwell 5 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a loose connection. Fluid did not come in contact with cycler. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event occurred between the adapter and baxter bag. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using an adapter from a different box and another cassette per recommendation of the pd nurse. (B)(6) confirmed the cycler is working well and the patient was continuing peritoneal dialysis therapy. The adapter is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: twenty-eight companion device samples were returned to the manufacturer for physical evaluation. The companion samples were visually inspected and was found acceptable, no damages was observed. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.